Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral and inguinal hernias. It was reported that after implant, the patient experienced pain, bulge, recurrence, discomfort, abdominal pain. Post-operative patient treatment included hernia repair with new mesh, medication, hospitalization.